Event description:
The customer reported that the alarm has power but no alarm tone. They inserted new batteries and performed troubleshooting with the new batteries. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the alarms case is cracked and the battery door cannot be locked causing an intermittent power. Battery springs are bent. (B) (4).